Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl, resulting in "loss of motor control". Cause of bg level was not known. Customer called an ambulance and was transported to emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 11 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.